Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clips were scissoring at the first firing. Another device was used to complete the case with no patient consequence. The device was discarded.